Manufacturer narrative:
UDI is unknown. No information provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation, along with four photographs which upon visual observation showed a tear in the pilot balloon. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination and a tear in the pilot balloon was again observed. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. During the review, it was observed that the training records of operators who performs bell-out, fit inflation line and leak test operations were reviewed. Bell-out, fit inflation line and leak test operations were reviewed; no discrepancies were found, production personnel are following the procedure. Manual flow line, bell-out, fit inflation line and leak test performed: 32 samples were reviewed during manufacturing process; tracheal inflation line and leak test. No discrepancies or leak were found. The most probable root cause of the reported issue is due to wear in main parts of equipment for molding, extrusion screw, barrel and parison head. Actions were taken to mitigate the reported issue: process discrepancy report replacement of main parts of equipment; extrusion screw, barrel and parison head had been completed by technical analysis. Retraining of the production staff in the procedures by quality engineer and production supervisor to reinforce the leak visual inspection and leak test.

Event description:
It was reported that during a pre-use check, the customer found leakage of air from the cuff. No patient injury was reported.